Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd gem v/nv had flow issues. The following information was received by the initial reporter with the verbatim: occurrence date: nov 2nd at 1320. Issue: primary line primed with 500 ml normal saline, secondary set added (connected above the pump chamber) with chemo therapy drug (etoposide in 500 ml bag ¿ total volume 584 ml). No phaseal cstd in use. When rn started priming the line to start the chemo the drug appeared to be dripping at a much faster rate. The secondary med was in the alaris pump chamber with rate paused and lower line clamped, the secondary chemo med started dripping at a fast rate (should not have been infusing). The primary drip chamber was noted to be full¿indicating that the chemo had been back priming into the primary line. Primary line was lowered on two hangers at the time of the event.

Manufacturer narrative:
Pr 9190669 - follow up MDR for device evaluation. No product or photo was returned by the customer. The customer complaint of back flow and drip rate issues could not be verified due to the product not being returned for failure investigation. Device history record review for model 11532269 lot number 23085361 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 11532269 lot number 23085287 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 17aug2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information.